Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-5400-02 glenoid targeter handle and an ar-5410-01 vip glenoid reamer pilot were worn. The case was completed by swapping out the devices. This was discovered during an unspecified procedure, with no adverse effects on the patient.

Manufacturer narrative:
Additional information. Complaint is confirmed. Upon visual inspection, it was noted that the edges of peripheral collar of the returned fresa glenoidea vip¿, piloto, had damaged between the slots and had strong abrasion marks around it. The edges around the reamer shaft had chipped. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.